Event description:
The customer reported their aer automatic endoscopic reprocessor was leaking something "blue" on to the floor. There were no error messages reported and the unit was completing cycles. There were no reports of injuries. Asp service was dispatched.

Manufacturer narrative:
An asp field service engineer (fse) was dispatched finding the unit operating properly. The fse found the air valve leaking and replaced the valve. The unit was tested, the system meets specification.

Manufacturer narrative:
A review of the account history from shows that the aer unit with serial number (B)(4), does not demonstrate a trend for the leakage issue. The overall complaint/ service history for this aer unit prior to the alert date (B)(4) 2010 shows no similar leak related issues with this aer unit. The aer complaints per unit year chart shows no increasing trend for the problem code "fluid leak." Asp will continue to monitor for more trends. Between the install date of the aer unit and the alert date of this issue the skinner air valve has not been replaced. As per the technical report ((B)(4)) the useful life of the skinner valve assembly (B)(4) is 2 years or 2000 hours of use. Therefore the skinner valve assembly failed due to normal wear and tear.